Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the caster broke on this new bed and the nut broke in half.